Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time. The customer also reported that the device was not adhering for infusion set and reservoir. The customer was treated with insulin pen. The insulin pump will be returned for analysis.